Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. PMA/510(k) number is unknown.

Event description:
It was reported that when attaching the three way tap to the drain, a small hairline fracture appeared in the blue female connector of the chest drain. This caused leaking of pleural fluid. This was fixed by having to seal the drain, enough to drain the fluid as it was only going to be in place for 2-3hrs then removed. The drain was removed, the patient had a chest x-ray and then discharged home.